Event description:
The pt was undergoing biopsies when the radial jaw 4 biopsy forceps popped when opening and hyperextended. It would close. A new biopsy forceps was used to finish the procedure. No injury occurred to the pt but was concerned the device would break with further use.